Event description:
The reporter stated that the valve did not close tightly and fluid leaked out before the cap could be secured. The customer indicated this was occurring after priming. No patient injury or treatment was associated with this event.